Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported"pain and discomfort, diagnosed rupture. Increased anxiety about potential serious health consequences. Increased antibodies to the hormone tg-ab (tat) three times above the norm" and 'pronounced immune response." Record is for right side. Device remains implanted.

Event description:
Patient reported"pain and discomfort, diagnosed rupture. Increased anxiety about potential serious health consequences. Increased antibodies to the hormone tg-ab (tat) three times above the norm" and 'pronounced immune response." Healthcare professional reported "the patient underwent examinations (including ultrasonography and magnetic resonance imaging (MRI)" and "the patient got to know about the recall of textured implants, and decided to have consultations with physicians again" sales representative on behalf of healthcare professional later reported "capsular contracture baker grade IV" and "there was no rupture there." Healthcare professional later reported "the implants were deformed with multiple folds due to capsular contracture.." Record is for right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis lot number 1816293 can be observed on the device. Visual analysis of the photographs identified: crease/folding of implant: observed. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Other-medical: unable to observe since it is not related to the device.

Event description:
Patient reported right side "pain, discomfort, diagnosed rupture, increased anxiety about potential serious health consequences, increased antibodies to the hormone tg-ab (tat) three times above the norm" and "pronounced immune response." Healthcare professional later reported "the patient underwent examinations (including ultrasonography and magnetic resonance imaging (MRI)" and "the patient got to know about the recall of textured implants, and decided to have consultations with physicians again." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d6a, g2.